Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was in the 50 mg/dl. The customer was treated with the carbohydrates. The customer was not stated anything wrong with her insulin pump, more so concerns with her ability to trust herself. The insulin pump will not be returned for analysis.